Event description:
This lv lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2018 due to infection with sepsis. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).